Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
(B)(4).

Event description:
During a ventricular tachycardia mapping procedure, a cardiac perforation occurred. Transseptal puncture was performed and the diagnostic catheter was advanced but did not reach the left ventricle. A second transseptal puncture was performed, the introducer was advanced to the free wall of the left atrium, and the diagnostic catheter was used to create geometry in the left ventricle. The diagnostic catheter was replaced with a unidirectional ablation catheter due to electrode distortion; however, the ablation catheter was also replaced with a bidirectional ablation catheter due to electrode distortion. At this time, the patient became hypotensive and an echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. Approximately one hour later, the effusion continued and surgical repair of a perforation on the left atrial free wall was performed to stabilize the patient. It was thought the introducer may have cut the left atrial free wall during placement.